Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of fatigue. It was also reported that the right atrial (ra) lead exhibited high thresholds, no capture and high impedance. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.